Manufacturer narrative:
Product analysis no deformation was evident to the catheter body. The balloon folds remained intact. On pressurization of the device, a pinhole tear was evident to the proximal balloon cone. The device failed to maintain pressure. No deformation was evident to the distal tip. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an in.pact 018 drug coated balloon. It was reported the balloon would not inflate. The device was safely removed from the patient. Another device was used to complete the case. No patient injury. When the device was returned for analysis, it was noted that there was a pin hole in the balloon